Manufacturer narrative:
Block h6; imdrf device code a0414 captures the reportable investigation finding of side car rx torn. Block h11: the returned trapezoid rx was analyzed, and a product analysis found the side car rx was pushed back 1.2 cm. Several bends along the working was observed, and the basket shows signs of prior use. The device was returned with the side car rx pushed back 1.2 cm and with several bends along its working length. In addition, the basket showed signs of prior use. Also, a guidewire could be introduced into the side car rx; however, microscopic inspection revealed that the side car rx was torn. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all available information, the reported code of device damaged/defective can be confirmed. It's a possibility that the interaction of the guide wire used on the procedure with the physician technique and the tortuosity of the procedure made the side car rx get torn right at the distal section of the side car rx guide wire channel. Also, the device's side car was push back, this was most likely also caused due to the amount of force applied to the handle when trying to destroy the stone, and by this force applied, the working length tends to retract itself and therefore pushing back the side car rx. Furthermore, the same force or the physician's technique during stone fragmentation could have resulted in the working length becoming bent. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in a procedure performed on (B)(6) 2026. During the procedure, the wire coating is peeling off. There were no patient complications as a result of the event and the procedure was completed with another same device. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation finding of side car rx torn. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6; imdrf device code a0414 captures the reportable investigation finding of side car rx torn. Block h11: the returned trapezoid rx was analyzed, and a product analysis found the side car rx was pushed back 1.2 cm. Several bends along the working was observed, and the basket shows signs of prior use. The device was returned with the side car rx pushed back 1.2 cm and with several bends along its working length. In addition, the basket showed signs of prior use. Also, a guidewire could be introduced into the side car rx; however, microscopic inspection revealed that the side car rx was torn. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "side car rx torn" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported code of device damaged/defective can be confirmed. It's a possibility that the interaction of the guide wire used on the procedure with the physician technique and the tortuosity of the procedure made the side car rx get torn right at the distal section of the side car rx guide wire channel. Also, the device's side car was push back, this was most likely also caused due to the amount of force applied to the handle when trying to destroy the stone, and by this force applied, the working length tends to retract itself and therefore pushing back the side car rx. Furthermore, the same force or the physician's technique during stone fragmentation could have resulted in the working length becoming bent. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in a procedure performed on (B)(6) 2026. During the procedure, the wire coating is peeling off. There were no patient complications as a result of the event and the procedure was completed with another same device. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation finding of side car rx torn. Please see block h11 for full investigation details.